Manufacturer narrative:
(B)(4). On (B)(6) 2017, the recipient was reportedly hospitalized. The recipient was treated with anti-inflammatories for 1 week and was recommended non-use of the device. The recipient's infection has resolved. Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed use of the device. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing an infection at the incision site. The recipient was reportedly hospitalized (dates unknown). The recipient was treated with anti-inflammatories (type unknown) for one week. The recipient has recovered.